Event description:
Surgeons were performing a cranial case and they were using the 1.2x3mm screws and the 1.2x4mm screws to attach the plates. While turning the screws the top of the screw snapped off and the bottom thread of the screws were lodged into the skull. The two screws were left in.

Manufacturer narrative:
The products were not returned for investigation and metallurgical investigation is not possible. Based on statistical evaluation, no indication was found for any material, mfg or design related issue. Root cause analysis [(B)(4)]: the products were not returned for investigation therefore, a metallurgical examination - indispensable in such cases. Can not be performed and the root cause of the fractures not determined. A potential cause for the reported malfunction may have been an overload due to inadequate screwdriver/screw head connection (not aligned in the vertical direction, inadequate axial alignment and contact). Inadequate sensitive tightening of the screw during insertion, especially in the final insertion phase. Based on statistical evaluation, no indication was found for any device related issue.